Event description:
The fitting of a pressure monitoring line attached to a disposable transducer was cracked. A physician did not notice the fact and they gave medication to a pt to increase blood pressure which resulted in hypertension. There was no pt injury. The pressure line was returned for evaluation.